Event description:
A report was received that a healthcare workers has a chemical burn on the forearm when pt held the sterilizer. The burn lasted for about tw0 days. The employee did not see a physician. The vaporizer plaaate was not properly attached.